Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Dexcom's distributor contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a broken sensor six days after insertion. Upon removing the sensor, patient's mother noticed that only a small portion of the sensor wire remained on the sensor pod. Patient experienced pain and inflammation at the sensor insertion site. On (B)(6) 2011, the retained distal fragment was surgically removed because a small granuloma had formed at the sensor insertion site. Patient was experiencing local inflammation at the time of the report to dexcom's distributor.